Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal morphine via an implantable pump. It was reported that the catheter would not aspirate. It was original from 2012 so customer decided to full system replacement. They tried to aspirate catheter, tried to cut pump segment and aspirate again. Actions/interventions taken to resolve the issue included a new catheter being placed. The issue resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8709sc, lot# h817905907. Implanted: (B)(6) 2012, explanted: (B)(6) 2025, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 23-mar-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.